Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Observed broken snaps upon visual inspection of sensor plug. Due to the broken sensor snap, the sensor does not fit in the sim vivo test fixture, and the accuracy test could not be performed. An extended investigation has been performed on the returned sensor. Upon visual investigation of the sensor plug, it was noted that side snap broken off inside sensor due to customer gluing plug assembly in place, causing the sensor plug to not be properly seated in the mount. This issue was noted during the investigation, and was not part of the customers' original complaint, nor did it impact the glucose scan results provided to the user. Removed the side snap from sensor and the sensor was re-programmed to perform accuracy testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.